Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a clinical report of an observational study, from a physician in (B)(6) of bacterial peritonitis in a subject coincident with dianeal pd1 therapy (study title: endotoxin-associated sterile peritonitis observational study (e-steps), study sponsor: baxter). It was reported that on (B)(6) 2007, the subject began therapy with dianeal pd1 1.36% (6000 ml every day and 2000 ml every night, lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal was not reported. On (B)(6) 2009, it was reported that the subject experienced bacterial peritonitis, which resulted in hospitalization that same day. It was reported, the peritonitis was without septicemia. The physician reported the primary contributing factor to the event was a break in sterile technique. On (B)(6) 2009, empiric (skilled) treatment with ip (intraperitoneal ) ceftriaxone and oral ciprofloxacin (doses and frequencies not reported) was started. On (B)(6) 2009, treatment with ceftriaxone and ciprofloxacin ended. On (B)(6) 2009, mmhg the subject was discharged from the hospital. It was reported that the patient had recovered on (B)(6) 2009.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.